Event description:
A (B)(6) year old female pt called in to zoll lifecor customer support to report that she received a message on the charger saying it needed to be replaced. The pt received a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon receipt, the charger was unable to completely charge a battery. It was discovered that all of the boards in the charger were damaged by contamination and were replaced. The root cause of the contaminated charger cannot be positively determined, but was likely due to liquid ingress. No adverse event resulted from the defective battery charger.